Event description:
The report received from the sales representative indicated that a demo unit of a 5mmx15cm powerflex pro pta catheter is in his possession as a demo unit, but is not labeled on pouch as ¿not for human use", only on the outside box. "This is being submitted as a complaint per instructions from cordis quality, because lot was intended as a demo lot but not adequately identified." The lot was not sterilized. The product was not used in patient. The device will be returned for inspection.

Manufacturer narrative:
Photos of the failure point were provided. Visual inspection of the pictures is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.